Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump indicated for intractable spasticity and cerebral palsy. It was reported that in 2010 someone came and took medication (morphine) out as the healthcare provider (hcp) could not come to the hospital. The patient had an episode and wouldn't wake up and had to go to the emergency room. The patient rode the ambulance and that was figured out and taken care of. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The patient came in for a pump refill on (B)(6) 2022. The patient returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and replaced with saline and set to minimum rate. The patient was sent to the emergency room (ER) at jfk hospital. Explained to the patient mother that the healthcare provider (hcp) feels there is an issue with faulty pump and not caused by ¿pocket fill¿ suggested by medtronic¿s representative. The patient mother stated, the patient does not have insurance and did not want to replace the pump. The patient wanted to try to refill current pump again considering chance of pocket fill. The patient returned for pump refill on (B)(6) 2022, the patient was returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and refilled with saline and set to minimum rate. The patient sent to ER at jfk hospital. The pump was leaking medication. 10 ml saline was in the pump and immediately removed only 7 ml were removed. The symptoms were caused when the medication started leaking out the pump reservoir. The patient was treated at the jfr hospital for baclofen overdose. The symptoms were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The patient came in for a pump refill on (B)(6) 2022. The patient returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and replaced with saline and set to minimum rate. The patient was sent to the emergency room (ER) at (B)(6) hospital. Explained to the patient mother that the healthcare provider (hcp) feels there is an issue with faulty pump and not caused by ¿pocket fill¿ suggested by medtronic¿s representative. The patient mother stated, the patient does not have insurance and did not want to replace the pump. The patient wanted to try to refill current pump again considering chance of pocket fill. The patient returned for pump refill on (B)(6) 2022, the patient was returned on (B)(6) 2022 with symptoms of baclofen overdose. The pump was emptied and refilled with saline and set to minimum rate. The patient sent to ER at (B)(6) hospital. The pump was leaking medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.